Manufacturer narrative:
No complaint was received with the return of the device. Failure observed during analysis. Final analysis found an external abrasion which breached the inner insulation was found at 46.5 cm to 18.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.